Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt281416/lot#03972287), a gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot#04004334), and a gore excluder aaa endoprosthesis aortic extender component (pxa280300/lot#04041782) were implanted. On approx two months later, a gore excluder aaa endoprosthesis aortic extender component (pxa280300/lot#04046925) was implanted.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The pt presented with a proximal type I endoleak. Approx three months later, a gore excluder aaa endoprosthesis aortic extender component was implanted, and the proximal type I endoleak was successfully repaired.